Event description:
Surgeon reported via our sales rep, that he was conducted a surgery when he noted that the distal drilling went astray. He used freehand-locking to complete the surgery.

Manufacturer narrative:
Na